Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and the sensor, when removed from the body, was bent. The customer's blood glucose reading was 101 mg/dl at the time of incident. Further troubleshooting was declined by customer. The customer was advised that the device would be replaced and to return the product for analysis.